Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working properly. Customer stated that the insulin pump did not gave them the insulin as needed and it alarmed with insulin flow block even when they were not doing anything or asleep. Customer stated that they had manual shots. Customer reported symptoms related to high blood glucose such as little groggy. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the displacement test passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.